Event description:
Since beginning of the year, our company has had 15 reported incidences of broken lid on the zevex enteralite infinity pump, as reported by our patients. Our patients use these pumps for enteral feeding at home. The lids on these zevek enteralite infinity pumps were cracked or broken at the latch in front, requiring the lids to be replaced.